Event description:
A report has been received where one of the drive wheels did not touch the ground for just a brief moment allowing chair to veer. Per the consumer, he was going down a ramp and the wheelchair went to the left and hit the outside of the house. No injury reported.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model tdxsp-cg, serial number/date code (B)(4)is approximately 1 year, 6 months old. The owner's manual part number 1143190, rev.k(mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. Also reported was that the bearings inside caster fork housing were tweaked due to consumer repeatedly hitting side of house. Happened too quickly to shut electronics off.